Manufacturer narrative:
Investigation summary: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, the most likely root causes were determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder leaked blood when connected to the fixator during use. The following information was provided by the initial reporter: "after the second and other tubes are connecter to the fixator there is the blood leakage. There were several physicians trying to use and the same problem occur. If the flashback needles are being used then no issue."